Event description:
It was reported that the patient presented for an unscheduled follow up visit due to an audible alert. Device interrogation revealed that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high sensing integrity counter (sic) and high rate non-sustained episodes. The lead was suspected to be broken. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.